Manufacturer narrative:
Clinical conclusion: based on the available information, there is a likely causal association between the patient¿s pd catheter exit site infection and the peritonitis event which resulted in hospitalization on (B)(6) 2018. Peritonitis is a well-documented complication known to occur in pd therapy and exit-site and catheter-tunnel infections are major predisposing factors to pd-related peritonitis. There is no evidence that indicates the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for peritonitis. Per the peritoneal dialysis nurse, the peritonitis progressed from a pd catheter (not a fresenius product) exit site infection. The causative organism identified was gram positive cocci (bacteria species unknown). The patient was treated with the antibiotic vancomycin 1 gram (unknown route, frequency and duration). The patient was reportedly discharged to rehabilitation on (B)(6) 2018 - (B)(6) 2018 due to weakness. The nurse indicated the patient continued pd therapy while hospitalized. Further details surrounding the patient¿s hospitalization are unknown. Additional information was solicited.